Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient tried to send a manual transmission but noticed that the remote monitor reader was hot and was unable to place it over the implant. The patient was asked to unplug and plug back in the remote monitor later and noticed that it was still very hot. The patient was then advised to unplug the remote monitor again. No further troubleshooting was indicated. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.